Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports they got a no delivery alarm and was admitted into the ICU in hospital for dka. Customer is reporting a past event. Customer blood glucose was 1200 mg/dl. Customer start the set and reservoir was removed from body as customer was taken to the hospital. Products are not expected to return.